Event description:
Seventy two (72) year old pt who was admitted for left total hip and had subsequent complications including cva, had her nail on right great toe partially torn away. This was noted by both physical/occupational therapist after her treatment with the use of the standing frame.